Event description:
It was reported that a user experienced a sensor pairing failure with a dexcom g7 continuous glucose monitor (cgm) used with the ilet system, after which re-pairing was initiated and pairing with the sensor started following troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no reported impact on health or need for medical intervention. User support included user-guided troubleshooting to re-establish the sensor-to-device connection. Investigation of this case revealed a communication or pairing malfunction between the cgm sensor and the responsible device, with successful initiation of re-pairing suggesting a transient connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption.

Manufacturer narrative:
Initial.